Manufacturer narrative:
This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this right ventricular (rv) lead had a lead conductor fracture as the rv pacing has suddenly stopped while connecting the lead to the new pacemaker. The fracture was confirmed through x-ray imaging, and the physician was unable to determine if this was caused by traction or accidentally cut by scissors. Subsequently, this lead was surgically abandoned. A new lead with different model was implanted. No additional adverse patient effects were reported.